Manufacturer narrative:
The insulin pump was received with bleeding and cracked glass on the lcd board. The insulin pump has minor scratches on lcd window, cracked case at the display window corners and battery tube threads.

Event description:
Customer's father calls and states his son's insulin pump is damaged and he needs assistance getting to the menu on his son's old mmt-722 insulin pump to use as a backup plan. Customer's father stated that the customer dropped the insulin pump and can no longer see anything on the screen. Customer's father also stated that he couldn't get out of the rewind process. No blood glucose value provided at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.